Manufacturer narrative:
(B)(4). The reported issue of device switched from 8 to 9 cycles was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A review of the event log revealed the number of cycles did increase from 8 to 9 cycles between the 4th and 5th cycle. However, it is normal device function for the number of cycles remaining during therapy to be recalculated before each fill. The device calculates the number of cycles based on the programmed total volume, day fill, fill volume, tidal percentage, and last fill. Usage of additional fluid during therapy will reduce the total volume available and may reduce the number of cycles, while additional fluid availability may increase the number of cycles. During this therapy, the therapy parameters that determine the number of cycles were programmed very close to the point at which the device will add another cycle based on the calculations for the available solution. The assignable cause for device switched from 8 to 9 cycles was determined to be normal device function. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding the homechoice machine (hc) skipping cycles, which occurred on the homechoice during fill. The home patient stated the machine was skipping cycles. The care giver stated that the hc was set to the tidal therapy, and the machine was only supposed to have 8 cycles; however, the cycles were switched from 8 to 9 cycles. The baxter technical service representative explained the reason the cycles kept jumping and to have the peritoneal dialysis registered nurse lower the total fill volume. The baxter technical service representative then explained to the care giver that they would arrange a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.